Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A device replacement or battery status reevaluation was recommended to be done in 90 days. To date, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A device replacement or battery status reevaluation was recommended to be done in 90 days. To date, this ICD remains in service. No adverse patient effects were reported. According to additional information, this device continued to deplete at an accelerated rate. Conservative modeling indicated that the device will not reach elective replacement indicator (eri) battery status within 90 days. Device replacement was recommended, or battery status should be reevaluated after 90 days.